Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer's blood glucose was 68 mg/dl. The customer took corrective action by consuming glucose tablets. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.